Event description:
Litigation alleges that patient has experienced hip pain and pain in the groin, painful popping in her hip while walking, a noticeable limp, chronic backache, fatigue, and elevated metal ions in her blood. Additionally, it is alleged that her left leg has given out more than once.

Event description:
Update: (B)(6) 2013 - patient's medical records were received. Records indicate the patient was revised to address both a malpositioned cup and stem. Upon revision the patient was found to have metallosis, mild adverse reaction changes to the synovium, and impingement of at 50 degrees of extension. The femoral stem was added to the complaint and the complaint re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.